Manufacturer narrative:
Only the hand control was returned. The alleged intermittent power condition could not be duplicated during cyclical testing.

Event description:
Alleges getting stuck in chair once then was able to get out, then got stuck again, then fell out of chair and had to use a life alert to get emts to get him up. Alleges wire from remote is cut or crushed.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges getting stuck in chair once then was able to get out, then got stuck again, then fell out of chair and had to use a life alert to get emts to get him up. Alleges wire from remote is cut or crushed.